Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on (B)(4) 2013.